Event description:
It was reported that a lead integrity alert (lia) occurred due to over-sensing on the right ventricular (rv) lead. High rate episodes and short interval counts (sics) were also observed. Reprogramming was done for the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).